Event description:
It was reported that the pain, swelling, stiffness, rash for 3-4 days, unable to sleep. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
The pt is (B)(6). Additional information has been requested and if received, will be provided in a supplemental report.